Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. The blistering of the patient's left upper thigh can be explained by the close proximity of the flex top cables to the affected area. When the patient is positioned feet first supine this cable will run close to the left hip. It was stated that the cables of the cardiac coil were touching the affected area and no padding was used to avoid cable to skin contact. Contribution factors observed are 11 scans were performed with high sar values (> 2 w/kg), varying between 2.3 and 4.0 w/kg. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The patient ventilation was not at the highest level. Level 5 is recommended for high sar scans, it supports the cool down mechanism. The patient was elderly, which can influence the patient¿s thermoregulatory capability. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is ongoing on this event.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A patient was scanned for an MRI examination, and after the examination a blister developed (size: 1x7 cm).